Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. Per the contact, the cause of death was diabetic ketoacidosis. A review of pump data will be performed, and the results will be submitted in a supplemental report.